Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information is currently not available. Trend analysis: no trend considering the following event is identified: plate breakage. It was determined that the plate is of one of these four part numbers: 28.14.105, 28.14.106, 28.14.107 or 28.14.108. Therefore a trend analysis on all four part numbers have been performed. DHR review for normed devices: normed medizin-technik (B)(4) is a medical device company located in (B)(4). Normed maintains a quality management system for design, manufacture and final inspection of the respective devices /device categories in accordance with mdd annex ii and which fulfils the requirements of iso 13485:2012. During the final inspection of products at normed, the inspection of each batch was performed according to established inspection plans. Only if all inspection characteristics passed the final inspection, the release to market was granted and the products were transferred from the quarantine area to the warehouse. If a non-conformity was detected the affected parts were either reworked, scrapped or ¿ if possible ¿ a concession was granted. Therefore it can be concluded that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that a patient has been implanted with an ankle fix plus plate on (B)(6) 2016 and it has been revised in (B)(6) 2016 due to a fracture of the plate between the fastening of the tibia and the fastening in talus. Initially, the surgeon has suspected that a malunion and the fact that the female patient has diabetes and therefore a reduced healing ability, contributed to the event. However, two additional similar incidents have occurred at the same hospital. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. It has been requested at complainant, however it was not received for investigation. The product location is unknown. Review of product documentation - instruction for use (IFU) has been reviewed. It is described that as a general rule, indications and contraindications for the use of these components may be relative or absolute and must be carefully weighed, taking the overall condition of the patient into account including other alternative procedures. Contraindications are for example "circulatory disorders, metabolic diseases and systemic diseases" and "serious damage to the bone structure, as well as degenerative disease processes that may interfere with the healing process". A nonunion and possible implant breakage is listed as adverse event. - it was found that as the plate is an ankle fix plus plate, four possible part numbers have been determined: 28.14.105, 28.14.106, 28.14.107 or 28.14.108. Root cause analysis root cause determination using rmw: - plate breakage due to lack of adequate strength not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of plates and screws due to inadequate design for intended performance of device not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to explanted implant is used for new implantation surgery => possible, cannot be excluded as no patient stickers were available. - off label use leads to failure of surgery due to wrong/misleading information of labels, surgical technique and/or instructions for use not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of surgery due to insufficient warning of side effects => possible, as it is unknown whether the patient did follow the post op instructions. Conclusion summary it was reported that a patient has been implanted with an ankle fix plus plate on (B)(6) 2016 and it has been revised in (B)(6) 2016 due to a fracture of the plate between the fastening of the tibia and the fastening in talus. The product has not been returned for an investigation. Moreover, no x-rays or surgical reports have been provided. It was reported that the surgeon has suspected that a malunion and the fact that the female patient has diabetes and therefore a reduced healing ability, contributed to the event. It is possible that this delayed or non-union in combination with a biomechanical increased bending stress has led to the implant fracture. The forces might have been shifted to the plate causing eventually an overloading and breakage of the device. The postoperative instructions given to the patient regarding partial or full weight bearing are unknown and it is also unknown if the patient was compliant. Several factors, which are unknown for this patient, such as osteosynthesis type, comorbidities, etc. Might also have influence on the bone fusion process. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown ankle fix plus plate on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2016 due to breakage of the plate. As exact revision date is unknown the first day of the month reported is taken in this report.